Event description:
Approximately 1 year 5 months after a left total shoulder replacement, the patient suffered a periprosthetic humeral fracture and needed plating and stem replacement. The patient was not revised to exactech devices. The event was not related to the breakage of the device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: a249934, 320-01-38 - equinoxe reverse 38mm glenosphere. A299972, 320-10-00 - equinoxe reverse tray adapter plate tray +0. A066431, 320-15-02 - rs glenoid plate sup aug, 10 deg. A281406, 320-15-05 - eq rev locking screw. A255560, 320-20-00 - eq reverse torque defining screw kit. A209798, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. A257076, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S393422, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. A177144, 320-38-00 - equinoxe reverse 38mm humeral liner +0. A242276, 531-20-00 - shldr gps rvrs drill kit. A233072, 531-78-20 - shouldr gps hex pins kit. 06000522027, a10012 - gps implant kit v2.

Manufacturer narrative:
Result of investigation: the reason for the revision was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided.